Manufacturer narrative:
(B)(6).

Event description:
It was reported that a pseudoaneurysm occurred. A 6.0 x 200mm, 150cm ranger drug coated balloon was selected for a percutaneous transluminal angioplasty procedure. The target lesion was 100% stenosed and located in the left proximal superficial femoral artery. It was reported that a pseudoaneurysm occurred and it was relived. There was no amputation or target vessel revascularization performed. There were no patient complications reported.